Event description:
It was reported that this patient with this pacemaker device exhibited t wave oversensing since last few months now. The patient had history of rapid ventricular response (rvr) and non-sustained episodes were noted on the presenting. Upon further review of the episodes, it looked like intermittent t wave oversensing. Technical services (ts) discussed options for optimizing sensitivity, retractor as much as possible to minimize twos and option of adjusting tachy detection as appropriate. This device remains in service, no adverse patient effects were reported.